Event description:
It was reported that a polaris ultra ureteral stent was used during a procedure. During the procedure, the stent was difficult to advance through the guidewire and it was noticed that the stent was bent. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0406 captures the reportable event of stent material deformation.